Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the product failed to have a tight seal on the connector between the yellow tube and the non-squeezed ball. Several were tried from the same batch. A product from a separate batch number was used with no issues.

Manufacturer narrative:
Received 5 evacuator lot samples. The reported event was unconfirmed as the problem could not be reproduced. The 5 evacuators were visually inspected, and there were no obvious defects noted in the seal of the connector to container. The samples were inspected for obvious damages, breakage or any condition that could have contributed to the disconnection. No damages or conditions were found. The 5 samples were tested under leak testing under pressure decay, to detect any kind of leak on the ellik evacuator. The criteria is "considered a leak in the product when exceeding the acceptance criteria¿. Rejection level: maximal 0.010 (psi) to minimal - 0.010 (psi). Sample # 1 = 0.004 (psi). No leakage was found. Sample # 2 = 0.003 (psi). No leakage was found. Sample # 3 = 0.002 (psi). No leakage was found. Sample # 4 = 0.004 (psi). No leakage was found. Sample # 5 = 0.004 (psi). No leakage was found. The 5 samples were also tested under compression test for sonic seal integrity on ellik evacuators, to detect any sonic seal integrity on ellik evacuator. The criterion is "compression force must be at least 20.0 lb/in¿. Sample # 1 = 104.79 (lb/in). No issue was found. Sample # 2 = 145.06 (lb/in). No issue was found. Sample # 3 = 55.56 (lb/in). No issue was found. Sample # 4 = 108.26 (lb/in). No issue was found. Sample # 5 = 69.37 (lb/in). No issue was found. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient."

Event description:
It was reported that the product failed to have a tight seal on the connector between the yellow tube and the non-squeezed ball. Several were tried from the same batch. A product from a separate batch number was used with no issues.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the product failed to have a tight seal on the connector between the yellow tube and the non-squeezed ball. Several were tried from the same batch. A product from a separate batch number was used with no issues.